Manufacturer narrative:
Batch review performed on 18 june 2020: lot 181984: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting tightness and a lack of range of motion. The surgeon revised the full-pe ps tibial component with a revision tibial tray and a 14mm poly 8 months after primary. The surgeon had to recut the tibia after removing the a full-pe ps tibial component. This created more space that had to be filled with a thicker poly. The surgery was completed successfully.